Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on the atellica ch 930 analyzer. Quality control (qc) and calibration were acceptable on the day of the event. After the discordant result, the customer ran qc and the qc recovered out of range. The customer cleaned the cuvettes and ran qc, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse identified that the mixer rusted and the impeller in the mixer malfunctioned. The cse replaced and aligned the mixer and ran auto-check and mix tests, which recovered acceptably. Siemens further evaluated the event and concluded that the malfunctioned sample mixer potentially contributed to the falsely depressed crea_2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the alternate atellica ch 930 analyzer. The repeat result recovered higher than the initial result. The repeat result was reported, as the correct result, to the physician(s). The customer reportedly also obtained a depressed calcium result on another patient sample on the initial instrument. However, the customer did not provide additional details on this sample because they held the result and did not report it to the physician. There are no known reports of patient intervention or adverse health consequences due to the event.